Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified complications with breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision procedure with unspecified mentor breast prostheses suffered from unspecified complications post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc mentor breast prostheses on (B)(6) 2010. Three events were reported for this patient. This report contains information about the complications patient had with her 2nd set of mentor breast prostheses. The complications the patient had with her 1st set of mentor breast prostheses were reported to the FDA in manufacturer report number #1645337-2021-07485. The complications the patient had with her 3rd set of mentor breast prostheses were reported to the FDA in manufacturer report number #1645337-2021-07143 and 1645337-2021-07142. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.